Event description:
Related manufacturer reference number: 2017865-2022-44839. It was reported that a patient presented in-clinic for a surgical revision procedure. Prior examination of the patient's implantable cardioverter defibrillator was found to have premature battery depletion, slow charging, failure to capture, and high pacing impedance. Additionally, testing of the right ventricular (rv) lead revealed that failure to capture on the rv lead as well. The rv lead and device were explanted and replaced on (B)(6) 2022. No patient consequences were reported.

Manufacturer narrative:
Correction: h6: codes should reflect device not returned.